Event description:
On (B)(6) 2013, the patient was implanted with a system of gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Prior to device implantation, correct positioning was reportedly verified angiographically by the physician and assistants. After three excluder device components had been implanted, an angiographic run revealed that the trunk-ipsilateral leg component was landed 1 cm above its intended target. The left renal artery was covered while the right renal artery remained patent. The physician decided to convert to an open procedure and perform a right common iliac to left renal artery bypass. The implanted excluder devices were left in place. Blood flow was restored to the left renal artery and the aneurysm was successfully excluded. The patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement, renal artery occlusion, and surgical conversion.